Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a nurse could not properly connect a transfer set into a uv assist device. There was a small gap between the transfer set and disconnect kit. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A visual inspection was performed with naked eye and magnification and found a gap between flow control barrel of the transfer set and uv disconnect cap. Leak testing, clear passage test, clamp function test, and integrity of seal surface test were performed with no issues noted. The reported condition was verified. The assignable cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.